Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found intermittent spin 3d stopped half way through the spin as a error message stated hand switch was let go, when it wasn't. A replacement control pcb and handswitch were ordered and sent to site. The fse replaced the parts and tested system, the imaging system functioned as intended. Put back into use. The parts were sent back to manufacturer for evaluation: pcb board: could not confirm reported problem "intermittently 3d spin". System control board was installed on test system and ran without any issues. Handswitch: no problem found. Hand switch was installed on the system and worked without any issues. Software investigation initiated to add this case to test track 20313. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported the hand-switch was not functioning as expected and the buttons would not take images but would increase fluoro time on the system. Sending replacement. This was found outside of surgery. There was no patient present when this issue was identified.